Event description:
It was reported that, on (B)(6) 2014, the pump was refilled with 8 ml of ¿drug.¿ subsequently, at the (B)(6) 2014 refill, a volume discrepancy was noted; expected volume was 3.4 ml and actual volume was 8.4 ml. After a few minutes, the physician ¿aspired again the reservoir¿ and found about 20 ml of fluid, which was sent for biological analysis. The physician then inserted physiological solution (same concentration and dose of the ziconotide) in the reservoir. With regard to both the pump and catheter, the cause of the discrepancy was not specified and it was unknown if any diagnostic testing or troubleshooting was performed. Symptoms or complications associated with the event included less than 50% therapy relief. Actions required as a result of the event included medical intervention, which was specified as ¿refill with 20 ml of physiological solution.¿ both the pump and the catheter remained implanted and in service. The patient¿s medical history was significant for pain. The patient¿ status as of the time of the report was reported as ¿alive ¿ no injury.¿ the physician was to see the patient on (B)(6) 2014 to compare the volume. The pump was being used to deliver prialt (ziconotide). Subsequently, during follow-up on (B)(6) 2014, the expected volume was 19.4 ml and the actual volume was 20 ml. It was noted that x-ray tests showed that no disconnection was observed. It was also noted that no cap (catheter access port) test/catheter dye study was performed, but it would be performed in january. At that time, there was a physiological solution (refill with 20 ml) in the pump. The patient was doing well and was receiving oral therapy. The outcome reported regarding this event remains unknown, as additional testing has been indicated to take place in (B)(6) 2015. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
.

Event description:
It was further reported that the cap test/catheter dye study had not yet been performed. Additional information regarding the cap test/catheter dye study could not be obtained at the time of the report.  Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# unknown, implanted: (B)(6) 2010, product type: catheter. (B)(6). (B)(4).

Event description:
Additional information received reported the correct refill procedure was performed on the (B)(6) 2014 refill of 8 ml. The "drug" filled in the pump at that time was "old drug". Additional information also states at the refill on (B)(6) 2014, the additional 20 ml of fluid withdrawn was from the pump and not suspected to be from the pocket or elsewhere. A cap study was scheduled for (B)(6) 2015.

Event description:
It was further provided that the catheter and pump still remain implanted. No further information was available at this time. Should additional information be received a supplemental report will be filed.

Event description:
It was further provided that the no problems were found during the cap test. Additional information was requested to verify resolution, product status and current patient status. Should additional information be received a supplemental report will be filed.